Event description:
It was reported by the patient that they had aneurysm surgery three weeks ago and since coming home their heart races and they get dizzy when walking. The patient was concerned the device had not been programmed back after surgery. Follow-up information from the clinic indicates the patient was seen and medications were adjusted, however the device was not checked at that time. The patient is to be seen in another month for a device check. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092 implantable pacing lead, (B)(6) 1999. (B)(4).